Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report then when attempting to perform an inspection on their device, the device powered on with a white screen and the service light was present. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report then when attempting to perform an inspection on their device, the device powered on with a white screen and the service light was present. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
It was later confirmed by the customer that the device will not be returned to physio-control for evaluation. The customer further advised that the device has been removed from service. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report then when attempting to perform an inspection on their device, the device powered on with a white screen and the service light was present. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.